Manufacturer narrative:
(B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
Additional information received - the reporter indicated a 13.2 micl13.2 implantable collamer lens, -8.5 diopter, was implanted in the patient's right eye (od) on (B)(6) 2015. The patient has dry eyes and has been prescribed drops. At the post-op visit on (B)(6) 2016, the patient still reported halos/ghosting. The lens remains implanted.

Manufacturer narrative:
Method: device history record review, medical review. Results: a review of the device history record was performed and nothing was found in the manufacturing, inspection and packaging process records to suggest a contributory factor to the complaint. Per medical review - the patient reported that he was experiencing subjective visual disturbances ("halos/glare''), especially during night time, following icl implantation one week before. No report of secondary surgically or medically intervention performed. Lens remains implanted. According to report, from the facility, dated on (B)(6) 2016 icl was implanted bilaterally at the same surgery date and the exact cause of the event was not provided. The patient had astigmatism as well as dry eye symptoms so he was advised to consider prk for astigmatism and to use eye drops more than twice a day. Visual disturbances have been identified as potential complications after icl implantation. The optical diameter of the icl ranges from 4.9 mm to 5.8 mm and the precautions section of the dfu instructs physicians that "prior to surgery, the surgeon must provide prospective patients with a copy of the patient information booklet for this product and inform these patients of the possible benefits and complications associated with the use of this device". It further precautions that "the effect of pupil size on visual symptoms is not known". The dfu indicates the "smaller the optic diameter, the greater the incidence of subjective patient symptoms". Reassessment will be performed when (if) additional information is received from the implanting surgeon. Conclusion: based on the complaint history, work order search, medical and device history record reviews, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4). Lens not returned.

Event description:
A patient reported through (B)(6) had an icl implantable collamer lens implanted and is experiencing dry, itchy eye. Vision is blurry and not as sharp. Also glare and halos at night. The patient has reported vision has improved over time. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.